Event description:
A malfunction on the pump was reported after the customer jumped into a pool with the pump on. The impact on the customer's blood glucose level was unknown as they declined to answer whether it exceeded 500 mg/dl. Technical support resolved the issue by sending the customer a replacement pump and providing instructions on storage mode for returning the problematic pump. They ensured the customer had the necessary steps to follow upon receiving the replacement and confirmed the shipping details.